Event description:
Explanted vaginal mesh. Patient underwent placement of an anterior elevate mesh in 2011. She subsequently developed chronic pelvic pain that was reproducible by palpation of the mesh arm on the patient's right that extended towards the sacrospinous ligament. She also developed symptomatic recurrent stage iii pelvic organ prolapse.what was the original intended procedure?vaginal mesh removal.